Manufacturer narrative:
Date of report : 22jul2019. Report resources added on this follow up report. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jul2019. The field service engineer (fse) was able to verified the reported problem and replaced the touch screen to address the reported problem.

Event description:
The customer reported that the touch screen was unresponsive and not allowing any calibration. The customer reported that the unit was not in use on patient .